Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.